Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation: the sample bag and vacutainer from a trima accel set were returned for investigation. Upon visual inspection the vacutainer was no longer attached to the tubing of the sample bag. The length that the vacutainer had been inserted into the tubing was within specification. These parts can disconnect during use or handling if excessive force is applied to either the tubing or the vacutainer. The device history record was reviewed. There were no issues related to this incident. Root cause: investigations at this time indicate that this issue is likely related to a failure of the automated solvent delivery system to pump enough solvent. Although the solvent does not form a chemical bond with the vacutainer luer adapter it does add to the strength of the bond. The solvent helps ensure that the tubing and luer adapter surfaces mate adequately. Corrective/preventive action: recent improvements have been made to the system which inserts the vacutainer into the tubing of the sample bag with the replacement of the solvent die dispenser. Caridianbct does not recommend twisting or pull testing the connection of the tubing to the vacutainer due to the nature of the bond. Conclusion: device malfunction.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: during the sample collection phase of the procedure, the tubing detached from the sample bag. The working surface was contaminated and there was a risk for the operators. This incident occurred several times.